Event description:
The customer reported that the images were intermittently going black. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
The customer rebooted the system and it was operating as intend. No service was required.